Event description:
This unsolicited case from (B)(6) was received on (B)(6) 2017 from physician. This case concerns a (B)(6) female patient who started treatment with synvisc injection and after unknown latency had right knee grade 2 effusion/ right knee gross effusion and left knee swelling no relevant concurrent condition, medical history, past drugs and concomitant medications were reported. On an unknown date, the patient started treatment with first intra-articular synvisc injection (dose, frequency: not provided; batch/lot number: 6rsp006a and expiration date: apr-2019) for early osteoarthritis of knees bilaterally. On an unknown date, after unknown latency, patient had mild swelling in left knee and right knee grade 2 effusion. It was reported that it got better with anti-inflammatory and ice. On an unknown date, patient received second injection of synvisc. It was reported that patient had same in left knee and had right knee gross effusion. It was reported that it got better with oral steroids, ice and celecoxib (celebrex). Action taken: unknown. Corrective treatment: ice, anti-inflammatory agent and celecoxib (celebrex), steroids for left knee swelling; steroids and celecoxib (celebrex) for right knee grade 2 effusion/ right knee gross effusion. Outcome: recovering for both events a pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criterion: required intervention for both events.

Event description:
This unsolicited case from (B)(6) was received on (B)(4) 2017 from physician. This case concerns a (B)(6) year old female patient who started treatment with synvisc injection and after unknown latency had right knee grade 2 effusion/ right knee gross effusion and left knee swelling no relevant concurrent condition, medical history, past drugs and concomitant medications were reported. On an unknown date, the patient started treatment with first intra-articular synvisc injection (dose, frequency: not provided; batch/lot number: 6rsp006a and expiration date: apr-2019) for early osteoarthritis of knees bilaterally. On an unknown date, after unknown latency, patient had mild swelling in left knee and right knee grade 2 effusion. It was reported that it got better with anti-inflammatory and ice. On an unknown date, patient received second injection of synvisc. It was reported that patient had same in left knee and had right knee gross effusion. It was reported that it got better with oral steroids, ice and celecoxib (celebrex). Action taken: unknown. Corrective treatment: ice, anti-inflammatory agent and celecoxib (celebrex), steroids for left knee swelling; steroids and celecoxib (celebrex) for right knee grade 2 effusion/ right knee gross effusion. Outcome: recovering for both events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: 48755. The production and quality control documentation for lot 6rsp006a expiration date (04/2019) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot batch record review & lot frequency analysis for lot 6rsp006a no CAPA was required. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. As of 03-aug-2017, there were 9 complaints on file for lot 6rsp006 & all related sub-lots: 8 complaints had been reported for lot 6rsp006a (8 adverse event reports). 1 complaint had been reported for 6rsp006b (1 adverse event report). Sanofi would continue to monitor complaints to determine if a CAPA was required. Seriousness criterion: required intervention for both events additional information was received on 03-aug-2017. Global ptc number and ptc results were added. Text was amended accordingly.